Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer¿s blood glucose values were 43mg/dl, 202mg/dl, 166mg/dl, 88mg/dl and 110mg/dl. Customer stated that they lost consciousness and hit her head as she fell. Insulin pump will not be returned for analysis.